Event description:
It was reported that the ventilator failed flow transducer test during pre-use check. There was no patient involvement. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The reported ventilator unit was investigated at the hospital by our field service engineer and the oxygen gas module was replaced and returned for investigation. The received oxygen gas module was mounted in a ventilator for simulated use testing and the reported problem with failing flow transducer test during pre-use check was confirmed. Visual inspection concludes contamination/oxidation caused by a high humidity on one of the printed circuit boards (pcb) inside the oxygen gas module. The conclusion into this matter is that high humidity has most probably contributed to the event and affected the electronics. There is no conclusion on how or when the high humidity has entered the ventilator. The failure was confirmed in received device logs. We could trace back the reported problem to (B)(6), therefore the date of event was determined as (B)(6) 2021. The manufacture date has been wrongly reported in the initial MDR and is corrected accordingly.

Event description:
Manufacturer's ref.#: (B)(4).